Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to reproduce the issue. The fse checked the probe and battery from working doppler and found that pcb was defective and it needed to be replaced. So, the fse replaced the main pcb and checked doppler. The doppler was then working ok and was handed to the customer in working condition.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) customer stated that the doppler is not working. There was no patient involved.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) customer stated that the doppler is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1eventsite name : dr.(B)(6).health found

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.